Event description:
This spontaneous report was received on 18-may-2026, via telephone, from a 62-year-old, nonsmoking, female consumer in the us in association with thermacare lower back and hip heat wrap. Follow up was completed with the consumer on (B)(6) 2026 via telephone. All contacts will be treated as an initial report. The consumer used thermacare lower back and hips heat wrap on (B)(6) 2026, by placing it on her upper arm/elbow, at around 2200. She put her night sweater over the thermacare, fell asleep and woke up at 0700. The consumer experienced itching and removed the wrap, and experienced skin peeling, burning sensation, redness and oozing. She applied triple antibiotic ointment. On (B)(6) 2026, the consumer saw her doctor for ongoing symptoms and was diagnosed with a burn. She was given silver sulfadiazine 1 mg cream for treatment and told to follow-up if symptoms persist over 14 days. The area was healing but taking longer than expected. The oozing resolved on approximately on (B)(6) 2026. She had a mild stinging sensation on the area. No additional information was provided.

Manufacturer narrative:
The most probable root cause for the reported adverse event is intentional device misuse. In this case the consumer applied the thermacare lower back and hip (lbh) product on the elbow. The hazard analysis (B)(4) classifies this type of complaint as a use error - application in wrong location. The potential harm is reduced therapeutic benefit or possible skin burn. The warning labels on the thermacare product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. The lbh heatwrap is designed specifically for the lower back and hip area. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks related to this complaint. The product quality for the batch is not impacted by this complaint.